Event description:
The user facility reported that a pt developed a reaction at the access site on their wrist following an interventional procedure. Additional information included: pt underwent a successful pci; compression removed after several hours with no visible hematoma or bleeding; pt states he noticed slight bruising, but dismissed any concerns; one week later, pt seen by a dermatologist who was not concerned with the red access site, but worried about the bruising & told pt's blood had leaked from the puncture site under the skin; dermatologist instructed to just keep an eye on it; over the next several days, pt states access site became very red, then noticed pus oozing, & then observed watery-bloody fluid seeping from the site; pt cleaned site with alcohol & applied otc antibiotic; & pt was seen at the original hospital for f/u with doctor with no fever and was reportedly "feeling very well."

Manufacturer narrative:
The involved introducer sheath was not retained by the user facility & the lot number is unk. Therefore, the investigation was limited to an assessment of information provided by the user facility & non-specific quality records. As stated above, the involved device was not returned for evaluation & the lot number is unk. Therefore, the failure investigation was limited to assessment of information provided by the user facility & a review of general quality records for the reported product family covering the last 3-years. This review did not identify any potentially related manufacturing or sterilization issues. (B)(4). There is no indication that there was any relation to a pre-existing device defect. The cause of the reported event cannot be definitively determined based upon the available information. All available information has been placed on file at the manufacturing facility for appropriate tracking, trending, and f/u. (B)(4).